Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection of the rectum procedure, after flashing the device it has failed a seam. So the doctor had to stitch anastomosis manually. There were no adverse consequences for the patient.